Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable from the power signal interface pcb p11 to backplane p5 was evaluated and reseated. The power supply voltage at the fluoroscopy functions pcb was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.